Event description:
An attempt was made to use a mo.ma 6f cerebral protection device during a peripheral intervention procedure. No difficulties were reported when removing the device from the packaging. When the mo.ma device was removed from the packaging the catheter was noted to be kinked. No abnormalities were reported during negative preparation of the device. The hemostatic valve was flushed with saline prior to use. When the device was inserted in the patient the hemostatic valve was found to be broken. It was changed. When the eca balloon was being inflated the hemostatic valve was leaking liquid. It was reported that the valve was closed fully after the mandrel was removed. The cca balloon appeared cylindrical and blocked the blood flow, however the eca balloon could not block the blood flow completely. The event did not affect the patient. Evaluation summary: the device was returned with the hollow mandrel and the original packaging. The device shaft and hollow mandrel were kinked. Traces of dried radio opaque solution were detected in the distal inflation lumen. The proximal and distal inflation lines were tested for leaks under negative pressure and no bubbles appeared after 20 seconds. The device was also tested for leaks under positive pressure by inflating the balloons to 9mm and 5mm respectively and no abnormalities were detected. The hub was divided into two semi-shells and the distal luer port was inspected. No abnormalities were detected in bonding area or the luer port. The distal lumen was full of dried radio opaque solution, so the entire line was not tested. The handle was separated from the shaft and the distal luer bonding was tested for leaks by applying positive pressure with a syringe filled with red liquid. No abnormalities were detected.

Manufacturer narrative:
(B)(4). Evaluation codes: other (based on the information provided no root cause can be determined, no leak detected during analysis).